Event description:
The customer reported low bgs. The paramedics were called and treated the customer's bgs. It was indicated that the customer was disconnected during rewind and prime. The customer mentioned that the pump was working ok. Instructed the customer to contact the help line when customer is stable for assistance with the set. Assisted the customer on priming.